Manufacturer narrative:
The picture investigation was completed on 20-jun-2024. A picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, the primary device identification (di) number printed on the label is (B)(4) which corresponds to a d132701 (thermocool smarttouch catheter); however the package corresponds to a nuvision ice catheter. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. An internal investigation was addressed to investigate this issue. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
It was reported by the customer that the gtin information on the label of the nuvisiontm ice catheter, 10f does not match product information registered under guidid website.